Event description:
Healthcare professional reported "baker grade 3 capsular contracture", "old hematoma", "knuckle deformities", "textured implant" and "left remained intact". This record is for the left side. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: capsular contracture grade 3. The reported event or events are physiological complications (capsular contracture grade 3), and device analysis typically does not help allergan determine the cause.